Manufacturer narrative:
A ge service rep performed an onsite investigation. Two circuit boards were reseated. The system was then found to be operating as intended.

Event description:
The fe and customer described a no fluoroscopy x-ray situation attributed to an x-ray disabled error message. There was no report of a pt and/or customer serious injury or death.